Event description:
Per quality management (B)(6) 2010 report: this infant was prepared for a circumcision. Gomco clamp package x2 opened - no bell in package. Third opened mismatched - 1.3/1.1, went unnoticed. The gomco clamp was applied and when the removal of the foreskin was attempted, it was noted the gomco sizes did not match. Clamp being 1.3 and bell sized 1.1 a small skin laceration occurred on the shaft of the penis, and pediatric urologist was asked for consultation. Second repair to be done with need for circumcision under anesthesia at 8-9 months of age. It was decided the baby would have a revision performed at a later date to have the procedure done for best outcome and patient comfort.